Event description:
It was reported to boston scientific corporation that about 20 minutes into a percutaneous nephrolithotomy procedure, they got an error code on the unit. When the probe was examined, it appeared to have a crack about 2/3 of the way down, toward the distal end. A wolf ultrasound device was used to complete the procedure, with no complications to the patient.

Manufacturer narrative:
No information available from user facility. The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.